Event description:
Outpatient arrived to our department (B)(6) 2013 for his scheduled biweekly procedure. The red clamp was reported broken.

Manufacturer narrative:
The complaint of a break in the red compression clamp is confirmed. Gross and microscopic examinations show a complete break in one of the arms of the red compression clamp. The break site is located at the apex of the upper curve of the clamp. A cross sectional view of the break site reveals a dull and granular veneer. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample show no evidence of a defect or deformity related to the manufacturing process. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. No manufacturing defects were observed with the catheter. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.